Manufacturer narrative:
Engineering eval of returned instrument pending.

Event description:
During a total hip arthroplasty the pilot which attaches to the drill guide disassembled and fell into the femoral canal. Event was noticed immediately and surgeon attempted to retrieve without success.